Manufacturer narrative:
On 6/7/2019, additional information about the event were received. It was reported that ablation was then started with a thermocool® smart touch® sf bi-directional navigation catheter from left inferior pulmonary vein (lipv) to la and left atrial appendage (laa). Ablations were performed at 50w for 20 seconds or less, the flow rate was at 27 ml with high power. During the final ablation (#19) a steam pop occurred, this was displayed by a sharp impedance rise, there was no rise in temperature. The sharp impedance rise has been assessed as not MDR reportable since there is no indication that the generator continued delivering rf above the control limits, therefore, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 5/16/2019, it was noticed that the concomitant products were inadvertently omitted from the initial 3500a MDR that was submitted to FDA. The following devices have now been added to concomitant medical products: unk_pentaray, carto 3 system, smartablate pump kit-ww, smartablate generator kit-ww. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture record evaluation cannot be conducted because no lot number was provided by the customer. (B)(6). (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient underwent a persistent atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (requiring pericardiocentesis, medication and surgical intervention). During the procedure, mapping of left atrium (la) was performed with a pentaray catheter. Ablation was then started with a thermocool® smart touch® sf bi-directional navigation catheter from left inferior pulmonary vein (lipv) to la, and steam pop occurred. The patient¿s blood pressure dropped, and cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. Senten and other unspecified medications were administered to restore the patient¿s blood pressure with no results. The patient was transferred to another hospital for thoracic open surgery since the hospital did not have thoracic surgery facilities. About 5 hours after the transfer, the intervention was completed. The patient was recovering. Extended hospitalization was required as a result of the adverse event. The physician did not attribute the causality of the adverse event to any bwi product. No bwi product malfunctions occurred during the case.